Manufacturer narrative:
Batch review performed on 14 febr 2025 lot 2406199: (B)(4) items manufactured and released on 24-apr-2024. Expiration date: 2029-04-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 1 month from the primary, the patient came in reporting pain due to a pcl rupture and instability. The surgeon revised the poly from 10 to 14 mm and the surgery was completed successfully.